Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure (cpb), the user reported that an electrical burning smell occurred. The user immediately powered down the device and unplugged it from the wall outlet. An alternate device was used. Rewarming continued without difficulty, and the patient was weaned from cpb successfully. The case was completed successfully without delay and no blood loss. There was no observed harm of the patient.